Event description:
The facility reported an infusor pump which "did not infuse or move the syringe at all". This condition was identified in the anesthesia department. The reported condition may indicate that the device failed to infuse without notification to the user. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor pump with a condition of "did not infuse or move the syringe at all" was not confirmed or reproduced during product evaluation. However, the pump's syringe holder was found to be damaged and baxter quality engineering has determined this contributed to the reported condition. The syringe holder was replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.